Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Implant was discarded.

Event description:
A t2 5.0 fully threaded locking screw backed out of the distal portion of an scn nail. An additional surgery was required to remove the screw that had backed out.